Event description:
This notification is being reviewed due to a user of a dreamstation 2 advanced auto CPAP device with an allegation of smell of burning plastic. There was no report of flames, smoking, burning, melting or warping. There was no serious patient harm or injury. There was no medical intervention reported. The patient reported that during the last two weeks, when using the device, the device has a smell of burning plastic when it is first turned on. The patient reported water is in the humidifier when this occurs. The patient did not see any smoke coming from the device. The patient did not see any flames, evidence of melting, warping, or any voids or gaps in the device enclosure. The power cord and the power supply was not damaged. There was no evidence of exposed wiring. The device was using ac (alternating current) power at the time of the events. The device was plugged into a surge protector. No other devices were plugged into the same surge protector. There was no damage beyond the device. The patient was not using any other medical devices. The patient is not a smoker, nor is any other household member. The device is out of warranty. The patient was advised to contact the dme where the device was obtained. The dme will contact the philips repair department. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.